Event description:
During primary surgery, the screw heads were going through the holes of the protusio cage. Washers had to be used to hold the screws in place. The surgery was delayed approx 1 hr due to the problem.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any prod problems, related to mfg deviations or anomalies. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd the complaint will be reopened. Depuy considers the investigation closed.